Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for three patients while using the cobas sars-cov-2 test for use on the cobas 68/8800 systems. The alleged samples initially generated a positive result for sars-cov-2 and pan-sarbecovirus. The same samples was retested on the same cobas 6800 and generated negative results for both targets. Patient/sample 1 was recollected and tested on a different platform (cepheid) which yielded a negative result. The initial positive results were released. No harm was alleged. Per FDA¿s eua guidance, 3 MDR will be filed.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation.

Manufacturer narrative:
No product issue was identified. Although the root cause cannot be confirmed, it can be concluded that the contributing factor is likely sample/site specific. Possible contributing factors are poor collection, poor sampling of primary sample to secondary tube, or contamination. Device code updated to a090806 - test result - non reproducible from a090804 - false positive result. Corrected retest date for patient 1 from 21 jul to 19 jul, specified initial test for patient 1 was overnight 18th into the 19th.